Event description:
It was reported that the customer's insulin pump was malfunctioning; the buttons were unresponsive. Every time the issue occurs, the customer takes out the battery and puts it back in. And only then the buttons start working. The customer's blood glucose was 345 mg/dl which was treated with the insulin pump. The caller stated that the customer yanks on the tubing sometimes, which he was advised against. The customer was also advised not to press down on the keypad, because it might cause problems. The caller stated that the customer's insulin was changed from novolog to humalog. Since then, if the site of insertion does not get changed by the second day the customer's blood glucose rises after the second day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.